Manufacturer narrative:
The investigation determined the issue was related to the operator's maintenance of the analyzer and was resolved by the service actions.

Manufacturer narrative:
The field service engineer checked the system and found that a pipette cap was not well fixed. The mixer wash station was cleaned, pinch tubing was change, syringe seals were changed, a probe was changed. Mechanical adjustments and a valve were checked. Calibration, controls, and an accuracy check were performed.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys t3, the elecsys ft4 iii assay, and the elecsys tsh assay on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The sample was tested twice on the e411 analyzer, resulting in t3 values of 55.45 ng/dl and 104.20 ng/dl. The sample was repeated four times on a cobas 8000 analyzer on (B)(6) 2021, resulting in values of 120.00 ng/dl, 145.00 ng/dl, 120.00 ng/dl, and 145.00 ng/dl. The sample was tested on the e411 analyzer, resulting in a ft4 value of < 0.04 ng/dl. The sample was repeated twice on a second e411 analyzer on (B)(6) 2021, resulting in values of 1.21 ng/dl and 1.21 ng/dl. The sample was tested on the e411 analyzer, resulting in a tsh value of 0.033 uiu/ml. The sample was repeated twice on a cobas 8000 analyzer on (B)(6) 2021, resulting in values of 1.510 uiu/ml and 1.510 uiu/ml. The t3 reagent lot number is 529700, with an expiration date of june 2022. The ft4 reagent lot number is 459257, with an expiration date of february 2021. The tsh reagent lot number is 512561, with an expiration date of september 2021.